Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 95 to 115 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call non-fasting (04/16/2015; 6:06 pm) with result of 114 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is 03/14/2015. Recall test results performed from meter memory: 60 mg/dl (B)(6) 2015 01:35 pm fasting: yes; 56 mg/dl (B)(6) 2015 10:35 am fasting: yes; 48 mg/dl (B)(6) 2015 10:14 pm fasting: yes; 67 mg/dl (B)(6) 2015 07:57 am fasting: yes; 43 mg/dl (B)(6) 2015 06:06 am fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction control solution not available to perform control test. Investigation completed and product evaluated with no defects found. Correction of serial # (B)(4).

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 95 to 115mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call non-fasting ((B)(6) 2015; 6:06pm) with result of 114mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 60mg/dl (B)(6) 2015 01:35pm fasting:yes. 56mg/dl (B)(6) 2015 10:35am fasting:yes. 48mg/dl (B)(6) 2015 10:14pm fasting:yes. 67mg/dl (B)(6) 2015 07:57am fasting:yes. 43mg/dl (B)(6) 2015 06:06am fasting:no. Adverse event not reported.